Event description:
A patient reported that over the past couple years, they have problems with the needle button popping out prior to the completion of the 24-hour period of wearing the v-go. The patient stated that this may have occurred ten times, however the exact dates were not provided. The patient confirmed that they press on the raised circular bump of the needle button. The devices are not available to be returned for evaluation because they were discarded.